Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-01375, 02089, 02090 and 3002806535-2016-00196 & 00363). Remains implanted.

Event description:
Patient underwent closed reduction approximately 5 months post-implantation due to subluxation.